Manufacturer narrative:
A ge rep evaluated the system, and replaced the fluoro functions board. System operates as intended.

Event description:
Customer reported intermittent collimator problems. No pt injury was reported.